Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v741113, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported patient was using his patient programmer and power on reset (por) occurred. It was reported that 2 weeks later that patient was unable to use the device. The patient had an increase in bladder control problems. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.